Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or prying/leveraging the device during insertion.

Event description:
On 9/13/2023, it was reported by a sales representative via email that a 4.2 mm x 45mm distal screw and a 5.0 mm x 65 mm proximal screw fractured. When inserting the 4.2 mm screw, it completely fractured, and one-third of the screw, the threaded distal portion, needed to be removed via lateral incision and barrel reaming. The 5.0 screw was partially fractured and was pulled out completely using the hex driver and capture rod. The surgeon did not appear to be using unreasonable force and had not yet gotten the head of the reduction bolt fully threaded down. The case was completed using new cortical screws to achieve the needed compression. This was discovered during a tibial nail procedure on (B)(6) 2023. Additional information received on 9/25/2023: the part numbers involved in the procedure were an 8002-035 captured cortical screw, 4.2mm x 35mm, and an 8001-065 captured cortical screw, 5.0mm x 65mm. The case was delayed over ninety minutes, but the sales representative is unsure if additional anesthesia was administered to the patient. The case was completed using another 8002-035 captured cortical screw and an 8001-065 captured cortical screw.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.